Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported during an op check a battery failure was found. There was no customer involvement reported.